Manufacturer narrative:
Field event of incorrect measurement was not confirmed. The device image indicated that battery voltage was above eri during the entire implant duration. There was evidence from the device image that autocapture feature was enabled and operated in high output mode at times. The field printout indicated that the eri flag was triggered while battery voltage was still above the eri level. Eri being falsely triggered is consistent with device pacing in high output mode due to autocapture being enabled. Analysis performed after reloading product code did not find any anomaly other than voltage being at eri. Longevity assessment was performed and the device has already exceeded the projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, a false eri alert was observed. The event was resolved by explanted and replacing the device. The patient experienced no consequences.